Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose. ¿blood¿glucose¿levels at the time of the incident were 408¿mg/dl, 445 mg/dl and the current blood glucose level was 260 mg/dl. The buttons were unresponsive and the cannula was bent. The insulin pump will be returned for analysis.